Manufacturer narrative:
A ge service representative performed an onsite investigation. The rui (remote user interface) joystick control assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a complete loss of motorized motion capability resulting in the potential inability to obtain certain critical imaging views. No patient or use injury was reported related to this event.